Event description:
Pt was admitted for a procedure to correct an irregular heartbeat but during the procedure the distal end of the catheter broke off and remains lodged in the lower lobe of right lung. The cardiologist has opined that the dangers of the catheter breaking free and causing damage are "remote". Product has not performed as it was undoubtedly designed and remains lodged in pt's chest.